Event description:
The devices were returned to the MFR with no info. Add'l info has been requested. The drugs that were administered via the pump were dilaudid and marcaine.

Manufacturer narrative:
Results: catheter. Final device analysis for the pump revealed a reliability non-conformance. The battery resistance waveform test showed a high resistance of 1723 ohms. Inspected the circuit board, battery, posts, and motor wires under a microscope and no anomalies were seen. Both m1 and m2 showed a resistance greater than 10 meg, which passed the high impedance output testing. Only thing to note in the field was a single short stall recovery seen in the logs happening the day of explant. During analysis, however, low battery resets and safe states were noted. No motor stalls were seen during analysis. Final device analysis for the catheter revealed no significant anomalies. It passed testing in the lab. It passed the patency and pressure test.